Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The punch handle would not release punch or evaluation spike.

Manufacturer narrative:
Functional evaluation of the submitted sigma hp fbt keel punch impactor with a retained hp fbt keel punch found the punch would not release smoothly and took several attempts to successfully release the punch. Visual examination of the returned device found significant wear to the attachment features. The device was manufactured in 2009 has been subjected to heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.